Event description:
A customer reported obtaining a higher reading when scanning her adc freestyle libre sensor. On (B)(6) 2019, the customer obtained a scan of 10.5mmol/l and went to bed. The customer's husband came home after some time and found the customer unresponsive and a loss of consciousness. A sensor scan of 10.1mmol/l was obtained compared to a blood glucose of 1.2mmol/l obtained on a competitor's brand meter. The customer received unspecified IV treatment by an hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported obtaining a higher reading when scanning her adc freestyle libre sensor. On (B)(6) 2019, the customer obtained a scan of 10.5mmol/l and went to bed. The customer's husband came home after some time and found the customer unresponsive and a loss of consciousness. A sensor scan of 10.1mmol/l was obtained compared to a blood glucose of 1.2mmol/l obtained on a competitor's brand meter. The customer received unspecified IV treatment by an hcp. There was no report of death or permanent injury associated with this event.